Event description:
The distributor reported that, the pump was unresponsive following a drop.

Manufacturer narrative:
The pump was returned to animas for eval. Eval revealed a damaged trace in the power circuit.